Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed that the inner conductor helix was kinked between the tip electrode and the ring electrode, as was also described in the clinical complaint. The analysis showed that the cause can probably be found in excessive mechanical stress during the operation, as the result of which the functionality of the fixation mechanism was impaired. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that 1 day after the implantation the lead was replaced. The measured impedance values were out of range (> 2500 ohms), no sensing and pacing were observed and a dislodgement was suspected.